Event description:
It was reported that this implantable pacemaker longevity dropped from 8 months to 5 months in a span of 2 days. Boston scientific technical services (ts) explained minor changes near explant can change the remaining longevity. This device remains in service. No adverse patient effects were reported.